Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for spun bearing or worn out bearing: abnormal. Radiographic evaluation - medial and posterior subluxation of the tibia from the femur. Event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2004, date of event (onset): (B)(6) 2020, (left knee). Treatment: hospitalized, awaiting revision of the tibial insert.